Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The aortic neck was 25 mm in diameter at the lowest renal artery and 29 mm in diameter 15 mm distally, was angulated 30 degrees, and was severly calcified. Vessels were moderately calcified, and the left external iliac artery was severely tortuous with a significant loop. It was reported that a type I endoleak was evident at the end of the case. The physician elected to balloon the stent graft several times; however, the leak was minimal but still present, and the physician elected not to intervene any further at the initial procedure. Several weeks post-implant, the physician then elected to implant another manufacturer's stent, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Eval: results: endoleak. Angulated and severely calcified aortic neck. Conclusions: angulated and severely calcified aortic neck.